Event description:
It was reported that four surgical fibers used during a prostate procedure were replaced after receiving multiple fiberlife messages. The fiberlife messages were received after 159,837 joules, 168,535 joules, 100,478 joules and 23,399 joules of use, respectively. The procedure was completed using a fifth surgical fiber. There was no report of injury. This report is for the second fiber used.

Manufacturer narrative:
The component codes fiber and cap refer to the results code thermal problem. Fiber analysis: the fiber was found to have a radial fracture at the fiber beveled edge; the fiber proximal to the fracture was found to rotate independently of the metal cap. Devitrification of the cap output window was also observed. Both the glass and metal caps remain attached. The identified issues may activate the laser systems fiberlife function which will modulate the power showing a pulsing beam or the system will revert to standby mode. The radial fracture issue may also result in a forward-firing condition of the side-firing surgical fiber. The most probable root cause of the device issue was determined to be localized heat accumulation/user handling, due to anatomical/procedural factors encountered during the procedure.